Manufacturer narrative:
Correction to h6 based on additional information. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual evaluation of the device was done, and the following was observed: the esheath shaft was curved, the liner was fully expanded as designed, the distal tip was opened as designed, but with stretching, there were scratches on the distal end of the sheath shaft, the liner was circumferentially delaminated 2cm from the distal tip, and bunched towards the hub, and the c-marker band was separated and not returned. Imagery was provided by the site, and the following was observed: post-procedural device imagery show the esheath with dilator was inserted, the distal tip appears opened as designed, the liner was delaminated at the distal end, and bunched towards the hub. Procedural imagery shows the c-marker band separated and embolized in the abdominal aorta. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint was confirmed through evaluation of returned device and provided imagery. Investigation results suggest/indicate that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the sheath liner delamination, while procedural factors (excessive manipulation) may have caused or contributed to the c-marker separation. However, a definite root cause was unable to be determined. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards united kingdom affiliate, during a transfemoral tavr procedure with a sapien 3 ultra transcatheter heart valve, during initial retrieval of the commander delivery system into esheath post successful valve deployment, resistance was felt. The system was pushed forward and brought back through the esheath successfully. However, the radiopaque marker was observed to be detached from the esheath distal tip and it remained in the patients vessel. Per images provided, an esheath liner delamination and distal tip tear was observed.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. During the pre-decontamination phase, the following was observed: the 14fr esheath was returned with the dilator inserted. The esheath was curved and the liner was delaminated with the c-marker not present and the distal tip was stretch.

Event description:
It was initially reported by an edwards united kingdom affiliate, that during a transfemoral tavr procedure with a sapien 3 ultra transcatheter heart valve, during initial retrieval of the commander delivery system into esheath post successful valve deployment, resistance was felt. The system was pushed forward and brought back through the esheath successfully. However, the radiopaque marker was observed to be detached from the esheath distal tip and it remained in the patient's vessel. Per images provided, an esheath liner delamination and distal tip tear was observed. There was no report of treatment for the esheath distal tip. Per follow up received, the plan is for the patient to have the esheath piece (radiopaque marker) removed at time of the planned aaa vascular surgery that was noted to be present prior to tavr.

Manufacturer narrative:
Correction to b5 and h6 based on additional information.